Manufacturer narrative:
Additional information has been provided in d.9., h.3., h.6., and h.11. The device with the lens was returned loose in the carton. The lens stop and plunger lock were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger has advanced the lens to mid-nozzle. The plunger has rotated the lens up the left side of the device. The plunger has overrode the lens. The leading haptic was misfolded backward and fully extended underneath the optic. The trailing haptic was extended onto the anterior optic surface.the nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. A non-qualified viscoelastic was indicated. A plunger override was observed which has resulted in a rotated, misfolded optic and misfolded haptic. This was most likely interpreted as the reported complaint. The root cause may be related to a failure to follow the IFU. A non-qualified viscoelastic was used. The IFU instructs: during device preparation and implantation of the iol with the ultrasert¿ preloaded delivery system, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Haptic folding may be influenced by an intermittent plunger rate or if the operating room temperature is too high (> 23 degree c / 73 degree f). If the operating room temperature is too high lens folding consistency is negatively affected as the lens more adherent. This may inhibit lens advancement or contribute to incorrect haptic folding. Information was provided that the room temperature was within the recommended range (reported as 21.0-21.5 degrees celsius). Plunger override may occur: due to rapid advancement faster than the IFU recommended rate. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the device is overfilled with ovd, this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. Any of the above listed causes alone, or in combination, may create the reported event. Top coat dye stain testing was conducted with acceptable results. File will be reopened if new information is received. The manufacturer internal reference number is: 2025-34437

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during cataract surgery, on advancement of lens in chamber of injector, following injection of viscoelastic, it was noted that the lens was advancing unconventionally. Alternative lens was used. No harm caused to patient. Additional information has been requested and received stating that, it had a leading haptic and trailing haptic issue, and the center of the lens bunched up as opposed to rolling up like it usually would do. There was no patient contact.